Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention was canceled as the patient's symptoms reportedly subsided and the issue has resolved.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's scs ipg is moving around in the pocket and as a result is causing the patient discomfort. Surgical intervention is planned for a later date to address the issue. This report was originally submitted on (B)(6) 2015 under MFR report # 3006705815-2015-06360. The filing is hereby resubmitted to reflect the appropriate MFR report number.